Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis machine was unable to complete the update. A technical support specialist (tss) dialed into the station and observed a black screen. After logging off and confirming no change, the device was rebooted remotely via beyond trust. During the reboot, a blue screen appeared showing a windows update at 30%, after which the device rebooted again. The process was monitored until completion, temporary files were cleared, and updates were applied through station configuration. The tss then logged into the application, performed functional testing, and confirmed normal operation. The customer acknowledged resolution and approved case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis machine was unable to complete a software update. The customer attempted to reboot the device; however, the screen remained stuck in an incomplete update state, displaying "undoing updates." The issue persisted for more than 30 minutes, and the update did not complete. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.